Event description:
It was reported the customer experienced multiple occlusion alarms over 3 days with their blood glucose level rising to 500 mg/dl. To address the high blood glucose, the customer administered a correction injection and changed the infusion set and cartridge, then resumed insulin.